Event description:
Caller states that they tested on the device at 95mg/dl and then tested a minute later at 178mg/dl on the same device. No adverse event reported. No treatment rec'd. No quality controls were used. Requested return of suspect device and replacement was sent.